Event description:
There was an allegation of questionable low calcium results from the cobas 8000 c702 module. Sample 1 initial result was 1.58 mmol/l and the repeat result was 2.38 mmol/l. Sample 2 initial result was 1.68 mmol/l and the repeat result was 2.47 mmol/l. Sample 3 initial result was 1.76 mmol/l and the repeat result was 2.41 mmol/l. Sample 4 initial result was 1.54 mmol/l and the repeat result was 2.65 mmol/l. Sample 5 initial result was 1.46 mmol/l and the repeat result was 2.37 mmol/l. Sample 6 initial result was 1.49 mmol/l and the repeat result was 2.5 mmol/l. Sample 7 initial result was 0.64 mmol/l and the repeat result was 2.37 mmol/l. Sample 8 initial result was 1.03 mmol/l and the repeat result was 2.36 mmol/l. It was requested but not known if any questionable results were reported outside of the laboratory. The reagent lot number was 645909. The expiration date was requested but was not provided.

Manufacturer narrative:
The field service engineer replaced the reagent probe¿s high-pressure valves and the gear pump head bypass valve. He cleaned the reagent and sample probe tubing and replaced the rinse unit nozzle holder. He ran a precision check, calibration, and qc which was acceptable. The investigation determined the service actions resolved the issue.